Manufacturer narrative:
A sample device was not returned for analysis. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information was requested. A questionnaire was returned. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) insertion into a patient's eye, the tip of the cartridge split half-way into the insertion allowing the lens to unfold prematurely. The lens was removed from the eye without any patient harm. Backup product was used instead.